Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implant date: (B)(6) 2015; dtpb2d4 crt-d implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial threshold capture measurements above the range. The ra lead remains in use. No patient complications have been reported as a result of this event.